Manufacturer narrative:
During a follow-up call on (B)(6) 2017, the customer confirmed that no further fill estimate issues had occurred. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had received an inaccurate fill estimate after filling a cartridge with insulin. Reportedly, the cartridge had been filled with 300 units of insulin, and displayed a fill estimate of over 40 units. The customer had not tested blood glucose level at the time of the call; however, there was no reported impact to the customer's blood glucose level. The customer declined to reload the cartridge. During a follow-up call, the contact reported that the insulin gauge was displaying 32 units; however, the customer has not delivered 10 units since the load process. Review of the pump data logbook showed that the cartridge had been filled with 37 units, and not 300 units as claimed. Additionally, during the initial call, the customer re-entered the load process and added additional insulin to the cartridge. The pump recognized 69 units of insulin, and displayed an accurate fill estimate of over 40 units. Then on (B)(6) 2017, the insulin gauge decreased to 32 units due to basal delivery. The pump data logs showed that the pump was performing as intended. Multiple attempts were made by tandem technical support to relay this information; however, the customer was unable to be reached.